Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 185 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 186 reported events are included in this follow-up record. Product return status 22 devices were received. 164 devices were evaluated in the field. Event confirmation status 186 reported events were confirmed. Evaluation results 186 devices were found to be affected by missing paint chips.

Event description:
This report summarizes 186 malfunction events in which the device had paint chips missing. - 186 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 185 events were reported for this quarter. Product return status: 21 devices were received. 164 devices were evaluated in the field. Event confirmation status: 185 reported events were confirmed. Evaluation results: 185 devices were found to be affected by missing paint chips. 185 devices were not labeled for single-use. 185 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 185 </noe> malfunction events in which the device had paint chips missing. 185 events had no patient involvement; no patient impact.